Event description:
The recipient reported on (B)(6) 2022, declining hearing performance with the device. The recipient has been explanted and implanted in the contra-lateral ear due to severe ossification in the right cochlea.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found of the received parts during of the device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient reported on 01-feb-2022, declining hearing performance with the device. The recipient has been explanted and implanted in the contra-lateral ear due to severe ossification in the right cochlea.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.